Manufacturer narrative:
The pump passed the displacement and was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the motor error alarm. The pump was received with normal operating currents and passed the self test and off no power test. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to the history file overwritten with displayable history crc check failed alarms. The alarms were due to a corrupted history file. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 122 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.